Event description:
Upon arrival patient in bed, hypotensive, with levo infusing. Patient bp was not improving despite drastic increase in dosage of medication. It was noted that drops were not falling in the IV tubing chamber and the medication was not infusing into the patient. The pump indicated that it was infusing and never alarmed indicating that there was an issue. Pump was then removed from the room and given to management for investigation. Manufacturer response for IV infusion pump, spectrum iq IV infusion pump (per site reporter).